Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 359.219, lot # 8114862. Manufacturing location: (B)(4), manufacturing date: oct 31, 2012. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented the 3.5mm universal drill guide is missing the sleeve and a spring. The 2.7mm universal drill guide is missing the sleeve and a spring. The 2.0mm universal drill guide is missing a spring. The bolt ears used to turn the inserter for ti elastic nails is fractured in half. There was no patient involvement. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned inserter (part 359.219, lot# 8114862) was examined upon receipt and the complaint condition was able to be confirmed as the device was received broken. The t-handle has sheared in half at the through hole location where it is secured to the device main body. No definitive root cause was able to be determined however complaint condition of broken handle is typically associated with rough handling via errant hammer blows. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed for the returned devices as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.